Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black history revealed several "loss of prime" due zero force warnings on the reported event date. The pump powered up appropriately during the "load" step attempt and the pump was unable to detect the cartridge. The force sensor calibration test was unable to be performed due the "load" step failure. The pump was opened and there was crack found near the solder joint of the force sensor pins.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient received a loss of prime warning when attempting to prime the pump. The site set was changed and when the ok button was pushed to continue on the load step, the pump expelled 40 units in total, the amount that was loaded in the cartridge. There is no reported adverse event with this complaint. This report is made based on the allegation of the load step malfunction issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Recall number: 2531779-03/24/2010-003-r.